Event description:
The initial reporter received questionable ise indirect na for gen.2 and ua2 uric acid ver.2 results for an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter complained of receiving fluctuating sodium and uric acid assay results. The initial results were not reported outside of the laboratory. The results were deemed too high which prompted a rerun of the samples. The following are examples of discrepant results: sample 1 had an initial sodium result of 298 mmol/l with a repeat result of 139 mmol/l. Sample 2 had an initial sodium result of 261 mmol/l with a repeat result of 135 mmol/l. Sample 3 had an initial sodium result of 374 mmol/l with a repeat result of 134 mmol/l. Sample 4 had an initial sodium result of 373 mmol/l with a repeat result of 141 mmol/l. Sample 5 had an initial uric acid result of 0.3 mg/dl with a repeat result of 7.9 mg/dl. The sodium electrode lot number, uric acid lot number, and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found a leaking rinse tube. He then replaced this part. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with a maintenance issue.